Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a set screw mark on the terminal pin and ring. Visual inspection found tissue in the helix mechanism. Further detailed analysis revealed that the outer insulation had ruptured through on both sides at about 26.8 cm to 28.2 cm from the terminal pin. The damaged insulation has a zipper-like appearance and the outer coils underneath were slightly flattened. The field allegation of dislodgement was not confirmed. However, analysis did find insulation damage with the coils exposed; this type of damage and location (26.8 cm to 28.2 cm from pin) is consistent with clavicle first/rib entrapment.

Event description:
Boston scientific received information that during the explant procedure for the non-boston scientific right atrial lead dislodgement, the right ventricular (rv) lead exhibited loss of capture, a dislodgement or exit block are suspected. A temporary pacer was placed and both leads were explanted. New ra and rv leads were successfully implanted. No adverse patient effects were reported.